Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that sustained failure to capture and a rise in threshold were observed on the lead. The lead remains in use based on the medical judgement of the physician, and the lead polarity was reprogrammed. No patient complications have been reported as a result of this event.